Event description:
It was reported that the pt had intermittent stimulation and no therapeutic effect. The pt felt the stimulation for only a small percent of the time. The impedance measurements read 2500 ohms on all the electrodes. The lead and extension were replaced. The ipg was not at end of life but was also replaced at the same time as the lead. Further info is being requested from the hcp.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.